Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 317 mg/dl. The customer had inadvertently exited out of the load before completing the load sequence. The customer delivered a bolus with the pump to address bg level.